Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (removal difficulties); caused by another drug/device (another manufacturer¿s 18 fr sheath). Conclusion: known inherent risk of a procedure (removal difficulties); another device caused failure (another manufacturer¿s 18 fr sheath).

Event description:
An endurant ii stent graft was implanted for the endovascular treatment of a 46 x 80 mm abdominal aortic aneurysm. The size of the aneurysm at time of the procedure was 55 mm. The proximal neck was 19mm in diameter and 36 mm in length with 45 degree angulation. The left common iliac artery was 14 mm in diameter and the right common iliac artery was 14 mm. The right internal iliac artery measured 13 mm in diameter and the left internal iliac artery measured 14 mm in diameter. It was reported that the bifurcated stent graft delivery system was inserted without issues but it could not to be implanted due to a damaged nose cone. An 18fr sheath from another manufacturer was inserted into the patient followed by insertion of the bifurcated stent graft delivery system. Under fluoroscopic, it was confirmed that the distal end of 18fr sheath reached the proximal end of the delivery system. The decision was then made to remove the sheath and insert the delivery system without a sheath. While the sheath was still in the patient¿s body, the delivery system was attempted to be removed; however the distal tip of the nose cone of the delivery system got caught on the valve of the sheath and there was difficulty removing the delivery system. The delivery system was finally able to be removed by force and the distal tip of the nose cone was found inverted. The delivery system did not kink. Another endurant bifurcated stent graft was inserted without a sheath and was able to be successfully implanted without further complication. No clinical sequelae were reported and the patient is fine. The physician commented that as the 18fr sheath requires attention to avoid the similar issue. The delivery system was returned and its evaluation has been completed. The device was returned bloodied with the stent graft loaded within the delivery system. The 18 fr sheath was also returned with the device. Upon inspection of the delivery system, there was significant damage to the lip of the tapered tip. The proximal edge of the tapered tip material that overlaps the sleeve was lifted and folded upwards. There was approximately a 2 mm gap between the tapered tip and graft cover. The sheath that was returned was also damage; the hub assembly was detached from the sheath. The sheath hub cap was removed from the sheath hub assembly and measured 0.234¿, which converts to approximately 17.75 fr. The od of the graft cover was approximately 0.227¿ in the pebax region. The tapered tip od diameter just above the damaged area was 0.235¿. The delivery system was inserted through the hub cap of the sheath, which is the smallest ID component. Resistance was met inserting over the tip due to the damage to the proximal edge and significant resistance was met when removing the tapered tip through the hub cap. The interaction with another manufacturer's devices (sheath) likely contributed to this event. The event was due to the hub cap of the sheath being smaller than 18 fr. A potential gap between the graft cover and tapered tip could have occurred during tracking, exposing the lip of the tapered tip. This exposed edge may have caught on the undersized hub cap of the 18 fr sheath, resulting in the removal difficulty and damage to the tapered tip.